Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The field service engineer reported a pump with a phm [pump head module] keypad that is not working. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary. No additional information is available.